Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and was returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately eight months post the implant of the ICD. Follow up information revealed that the device was last interrogated by the clinic four months prior to the death and had been functioning satisfactorily. Cause of death has been requested and not received.